Manufacturer narrative:
Additional serial numbers included in this report:(B)(6). 7 of 9 devices were returned for evaluation. 2 devices will not be returned for evaluation.evaluation of two devices found them all to be within specification.evaluation of three devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The two devices were repaired and returned to the customer. One device was evaluated and not repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 9 malfunction events where midwest e plus 1:5 high speed contra angle attachment handpieces overheated. 7 events resulted in no injury. 2 events resulted in the patient being slightly burned with no intervention.